Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level read as "high" on the cgm. The customer managed the high bg level by administering a correction bolus via the pump and did not require any third-party assistance. Reportedly, the customer clears alarm and resumes insulin or changes supplies to resolve the issue.